Event description:
During s.I. Radio frequency ablation, midway through the 6" cycle machine shut down due to high temp (100 degrees celsius), repeatedly shut down due to high temp. Cable: defective electrode cable found.